Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that product specific details ( are not available. The citation is as follows: large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014). As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); a (B)(6) female patient undergoing uneventful diagnostic coronary angiography without pci had surgical intervention performed 3 days after the catheterization due to major retroperitoneal bleeding. The patient was on asa. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors.

Event description:
As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); a (B)(6) female patient undergoing uneventful diagnostic coronary angiography without pci had surgical intervention performed 3 days after the catheterization due to major retroperitoneal bleeding. The patient was on asa.